Event description:
It was reported that the screen of this programmer froze during a pacemaker check. It was resolved when programmer was restarted. The pacemaker check was then completed, but the programmer froze again when trying to print the report. The programmer was restarted again, and printing was completed. No adverse patient effects reported. No product return requested. Allegation was not confirmed by product investigation because the programmer was not returned, however the probable cause was determined based on the complaint meeting CAPA/trend criteria CAPA-00006695 programmer unresponsive screen during threshold testing. The programmer was received by the investigating team and confirmed the allegation. During microscopic inspection, broken traces were found on the lcd (liquid crystal display) flexible cable.

Manufacturer narrative:
Supplemental additional information with product return. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; the programmer was unable to detect touch on any area of the display. There was no error codes noted during analysis. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related. Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that the screen of this programmer froze during a pacemaker check. It was resolved when programmer was restarted. The pacemaker check was then completed, but the programmer froze again when trying to print the report. The programmer was restarted again, and printing was completed. No adverse patient effects reported. No product return requested. Additional information received from product investigation review reported that this complaint was not confirmed by testing or analysis due to product not yet returned, however the probable cause was determined based on the complaint meeting CAPA/trend criteria.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.